Manufacturer narrative:
Reference record (B)(4). Additional information added to b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in korea underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient developed a fever, flank pain and abdominal pain. On (B)(6) 2019, a chest x-ray and a CT scan revealed a large and newly developed pneumoperitoneum with a suspicion of gi perforation from an unknown site. The investigator reported that there was slight air around the peg (tube) and slight air in the gastric wall but was difficult to see with a clear focus. There were no significant wall defect findings when viewed as a whole. Panperitonitis was confirmed and the patient underwent emergency laparoscopic surgery with bowel irrigation due to the increased free air and peritonitis symptoms. On (B)(6) 2019, the panperitonitis had resolved and the patient was discharged from the hospital. Additional information received on 01 apr 2020: the patient was treated with denogan, tridol, and intravenous flagyl.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum and peritonitis are known complications of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient developed a fever, flank pain and abdominal pain. On (B)(6) 2019, a chest x-ray and a CT scan revealed a large and newly developed pneumoperitoneum with a suspicion of gi perforation from an unknown site. The investigator reported that there was slight air around the peg (tube) and slight air in the gastric wall but was difficult to see with a clear focus. There were no significant wall defect findings when viewed as a whole. Panperitonitis was confirmed and the patient underwent emergency laparoscopic surgery with bowel irrigation due to the increased free air and peritonitis symptoms. On (B)(6) 2019, the panperitonitis had resolved and the patient was discharged from the hospital.